Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary stress incontinence. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent exploration of superficial portion of mesh and excision of suture granuloma on (B)(6) 2003 due to suture granuloma and chronic infection of mesh. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/4/2016.